Manufacturer narrative:
Eval, results: hydraulic hoses.

Event description:
It was reported by service report that the tech found 1/4" hose and 3/8" hoses leaking. It is unk if there was pt involvement or if there are adverse consequences to report.